Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable oe) was found in the formatted history file due to arm watchdog failure. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.